Event description:
My dexcom g7 failed upon replacement. I use the sensor for treatment of type 1 diabetes. Of the 18 I've had in the last 180 days 7+ have had issues. The glucose meter failing has resulted in me having to go without a sensor until their replacement shows up or my prescription is available to be refilled which is usually at minimum 10 days out. The tech support from dexcom has issued replacements for the failed sensors but they don't offer overnight shipping which results in me having to go a few days without having consisted glucose readings. Pt code: 4582, device code: 2588. Ref reports: mw5177564, mw5177565, mw5177566, mw5177568, mw5177569, mw5177570.